Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, no root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrovideoscope had a peeled/cracked ultrasonic probe surface and the acoustic lens was scratched. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.